Manufacturer narrative:
(B)(4). Results of investigation: carefusion was able to verify the reported issue. Bench testing revealed a seized turbine. Carefusion tried spinning the turbine manually with an allen wrench and the turbine would not spin. Visual inspection of turbine revealed traces of aluminum nodules within the turbine assembly. Carefusion performed the 30k preventative maintenance on the unit to address the reported issue and to avoid any other issues from occurring since the unit was due for service. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
It was reported to carefusion that the unit failed testing due to a seized turbine. This reported issue was discovered while in service, therefore there was no patient involvement associated with this complaint.